Event description:
Customer called reporting a no delivery alarm on his insulin pump. The alarm occurred during bolus. Customer declined trouble shooting. He just wanted to see how much of the bolus was not delivered so he could complete it himself. Customer did not know his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.